Event description:
It was reported that core wire detachment and implant movement occurred. A left atrial appendage(laa) closure procedure was performed. A watchman truseal double curve access system (was) and 31mm watchman flx laa closure device and delivery system (wds) were used. The closure device was prepped successfully according to the instructions for use (IFU). Three partial recaptures and one full recapture were performed. After the fourth deployment, the implanter recaptured the device without any visual guidance. After the device was deployed, upon seeing the fluoroscopic image, it was confirmed that the closure device prematurely released and was no longer attached to the core wire. Mild forward pressure was applied with the was to avoid embolization. The closure device was near the ostium. After some time, the was mistakenly moved off of the closure device by the implanting physician and the closure device shifted proximally. The was left near the mitral valve to avoid interaction with the valve if the closure device embolized. The closure device remained positioned in the same proximal position without any mobile motion for a considerable amount of time(1.5 hours); therefore, the implanting physicians and surgeon decided that due to the patients poor surgical candidacy, they would not attempt to retrieve the closure device percutaneously. The patient remained stable throughout the entire implant and monitoring state. The patient was extubated, transported to the cardiovascular intensive care unit and remained inpatient over the weekend for monitoring. A computerized tomography (CT) scan was performed the morning following the implant and the device remained situated in the proximal laa. The patient was scheduled to be discharged three days post procedure on monday (B)(6) 2022 and a follow up tee imaging was scheduled in 45 days.

Manufacturer narrative:
H6: impact codes - updated f26 no health consequences or impact to f08 hospitalization or prolonged hospitalization.

Event description:
It was reported that core wire detachment and implant movement occurred. A left atrial appendage(laa) closure procedure was performed. A watchman truseal double curve access system (was) and 31mm watchman flx laa closure device and delivery system (wds) were used. The closure device was prepped successfully according to the instructions for use (IFU). Three partial recaptures and one full recapture were performed. After the fourth deployment, the implanter recaptured the device without any visual guidance. After the device was deployed, upon seeing the fluoroscopic image, it was confirmed that the closure device prematurely released and was no longer attached to the core wire. Mild forward pressure was applied with the was to avoid embolization. The closure device was near the ostium. After some time, the was mistakenly moved off of the closure device by the implanting physician and the closure device shifted proximally. The was left near the mitral valve to avoid interaction with the valve if the closure device embolized. The closure device remained positioned in the same proximal position without any mobile motion for a considerable amount of time(1.5 hours); therefore, the implanting physicians and surgeon decided that due to the patients poor surgical candidacy, they would not attempt to retrieve the closure device percutaneously. The patient remained stable throughout the entire implant and monitoring state. The patient was extubated, transported to the cardiovascular intensive care unit and remained inpatient over the weekend for monitoring. A computerized tomography (CT) scan was performed the morning following the implant and the device remained situated in the proximal laa. The patient was scheduled to be discharged three days post procedure on monday (B)(6) 22 and a follow up tee imaging was scheduled in 45 days.